Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : (B)(4).

Event description:
The first event occurred during contactless registration. After selecting registration points, the surgeon was in co-op mode marking the points with the laser. During this phase, the surgeon stepped on the pedal and the robot arm began to drift without any contact. The surgeon let off the pedal and stepped back on several times, but the arm continued to drift without contact. The robot was shut down and rebooted. Registration as restarted, but it resulted in a 5 minutes delay.

Manufacturer narrative:
It was reported that during registration, the robot arm drifted while in cooperative mode and with no pressure. DHR review and review of complaint history were not performed based on the low severity of this complaint. Known positions of the robot arm was tested on manufacturing site to determine the cause for the issue, however, the issue could not be reproduced. Therefore, the complaint cannot be confirmed and the root cause remains unknown. Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes.

Event description:
The first event occurred during contactless registration. After selecting registration points, the surgeon was in co-op mode marking the points with the laser. During this phase, the surgeon stepped on the pedal and the robot arm began to drift without any contact. The surgeon let off the pedal and stepped back on several times, but the arm continued to drift without contact. The robot was shut down and rebooted. Registration as restarted, but it resulted in a 5 minutes delay.